Event description:
The user's hearing performance with the device is affected. Further technical checks have been scheduled. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical failure at the reference electrode cannot be excluded. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance of the device has been affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.